Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. Additionally, the device has missing/displaced rubber feet - enclosure feet need replaced and the cord retainer missing - cable clamp needs replaced. Complaint of potential tobacco contamination not confirmed. No repair was performed. The unit is not needed for inventory, and it was scrapped.